Event description:
It was reported that closure of the calcified right common femoral artery was attempted using a prostyle device after a percutaneous coronary interventional procedure via a 6f sheath. Reportedly, when the lever was closed, the foot-plate failed to fully retract. This resulted in difficulty removing the device. Ultimately, the device was manipulated and removed from the patient without causing tissue/vessel damage. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was confirmed. The difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.